Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a bha, a surgeon felt that a inner head was tight into a centrax. However, he implanted both devices on a patient.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information including the operative report and x-rays are needed in order to complete this investigation. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a bha, a surgeon felt that a inner head was tight into a centrax. However, he implanted both devices on a patient.